Event description:
The lay user/ pt contacted lfs on (B) (6) 2010 alleging erratic readings on the pt's one touch ultra meter. The pt mentioned that on the morning of (B) (6) 2010, the pt obtained the following readings greater that 20 minutes apart from another: 381 mg/dl, 332 mg/dl, 305 mg/dl and 307 mg/dl. The pt did not take their insulin after the elevated readings. Approximately an hr after testing, the pt developed symptoms suggestive of hypoglycemia, which consisted of feeling shaky, vision issues and felt tired. The pt then self-treated with glucose tablets/glucose gel. The pt was not tested on another device. The pt did not seek any further medical attention or contact their physician for assistance. The meter was replaced. The complaint is being reported since the pt alleged that due to the elevated readings approximately an hr later, they developed symptoms suggestive of hypoglycemia and had to self treat with glucose tablets/glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.